Manufacturer narrative:
Medwatch report reference: (B)(4). Facility name: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during levophed infusion on a covid 19 positive patient in the neuro-intensive critical care unit. The patient was also receiving infusion therapy of propofol. The pump triggered an alarm for 'air in line' which "did not allow a bypass or 'ignore' command and required clamping the line" thereby interrupting the infusion therapy of levophed. It was further stated that "when the pump alarmed for 'air in line', the nurse had to clamp the line as per the pump directions" and removed air before restarting therapy. As a result of the interruption of treatment, the patient experienced a "rapid drop of blood pressure to 62/36 with a mean arterial pressure of 46". Subsequently, the nurse stopped the propofol infusion therapy and administered epinephrine. No additional information is available.